Manufacturer narrative:
(B)(4). A partial lead was returned in three segments for analysis. External insulation abrasion was noted at 12.6-13.0cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at this location.

Event description:
It was reported that externalized conductors were observed while the lead was being explanted for an unrelated infection. The lead was explanted as planned. The patient recovered without problem.